Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that when enabling the foot pedal the images are showing as disabled. Upon troubleshooting, fse checked the system and confirmed that there was an issue with tsm software and foot pedal. Fse replaced the foot pedal and reloaded the tsm software. After replacement of foot pedal and reloading the tsm software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when the x-rays were enabled and the footswitch was pressed, the device would not x-ray. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the tsm was not enabling x-rays. Philips has started an investigation of this complaint.